Event description:
It was reported that during a "thorodectomy" procedure, the clips would not advance. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Clips would not advance and damaged anti-backup. Evaluation summary: the analysis results for the instrument found that it was returned in good visual condition. The instrument was cycled and the clips did not advance, the anti-backup was noted to be non-functional. The instrument was disassembled and no anomalies were noted with the components. No conclusion could be reached as to what may have prevented the clips to advance and the antiback up malfunction. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if furter investigation is warranted.